Manufacturer narrative:
Carefusion file identifier: (B)(4). (B)(4). At this time the customer has not sent back any components to carefusion for evaluation. Any additional information received from customer will be included in a follow up report.

Event description:
The customer reported that this vela ventilator alarmed "vent inop", "motor fault", transducer fault", and "post dac or adc" errors. It is not known if a patient was involved during this reported event.